Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single-site crocodile grasper instrument to perform failure analysis (fa) testing. Fa was able to reproduce/confirm the reported complaint. The instrument was found to have a broken grip. Both grip tips broke off from the distal end completely. Neither of the broken grips were returned with the instrument. Additional observation(s) not reported by the site were also identified. The instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.201¿ x 0.265¿ in size. The instrument was found to have the push rod broken. The push rod was broken at the weld with no material missing. The instrument was found to have the grip pin missing. The missing pin can be attributed to the break of the distal clevis and the grips. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the jaws of a single-site crocodile grasper instrument were broken. The procedure was completed. Intuitive surgical, inc. (Isi) contacted the initial reporter, but no additional information about the complaint could be provided.